Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. During the procedure, the physician experienced difficulty removing the right ventricular lead from the pacemaker header. The silicone grommet and set screw were removed from the header. However, the lead still could not be removed from the pacemaker header. The pacemaker header was then cracked by the physician until the lead could be removed. The lead was tested and no physical or electrical anomalies were observed. The lead was inserted into the new pulse generator without any issues. The patient condition was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.